Event description:
The duett was deployed following a cerebral angio procedure. Immediately following the deployment the pt began to experience discoloration of the leg, and loss of pulses. A fogarty thrombectomy was performed and the event was resolved with no further complications.